Event description:
Hosp ER personnel responded to a pt in cardiac arrest. The device was used with standard paddles. According to the rptr, the device intermittently would not transfer any or all of the energy to the pt. The rptr based this on the abnormal energy delivery message observed on the device's monitor screen. The pt was resuscitated.